Event description:
New information received from customer the noise was at a level that allowed for the procedure (the image was visible).

Manufacturer narrative:
This report was sent in error image noise. After the dd response malfunction was found to be not reportable. Would not cause or contribute to a death or a serious injury if it were to recur. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image noise. The event occurred during set up in room / before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.